Manufacturer narrative:
A root cause investigation was completed related to the reported event. The investigation concluded the mainframe exposure switch cap was the probable cause of the event. The device was repaired and returned to service. No further actions are planned by the manufacturer at this time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported unintended fluoroscopic x-ray exposure to the patient due to a mainframe exposure switch that had become stuck. The mainframe exposure switch was evaluated and replaced during the service event and the system was returned to service. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the mainframe exposure switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.